Event description:
It is reported that a customer was hospitalized on (B)(6) of 2014. The cause of hospitalization was stated to have to do with pump failure. The customer's blood glucose level was unknown. It was reported that there the insulin pump the customer was using failed. The pump will be sent back for analysis. No further information was provided.

Manufacturer narrative:
After further review of this service notification, it was determined the initial report was submitted in error. This implantable device was not marketed or commercially distributed in the us, nor is it similar to a device marketed or commercially distributed in the us.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.